Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported that the patient experienced episodes of full-body shaking and a loss of consciousness after undergoing implantable neurostimulator (ins) replacement on (B)(6) 2015. Afterwards, the patient had decreased responsiveness, even to sternal rub, but then soon after awoke and returned to baseline. Prior to the episodes, the patient would get blurry vision in the left eye for a couple of seconds, and then lose consciousness. The healthcare professional reported that the left eye blurriness may by an epileptic aura. It was noted that the patient had been told he had shaking in his whole body, although sometimes it sounded like it was just shaking on the left side. Afterwards, the patient "felt like he had been beaten with a baseball bat." The patient was admitted for further evaluation of these episodes; the patient had been having these episodes for at least a year now. Most recently, the patient had been having 1 or more episodes a day within the last couple of weeks. The patient had long term video electroencephalogram (eeg) for the seizure-like episodes. Continuous eeg monitoring preliminarily was normal; the patient had 3 small events, but no epileptic activity was seen. The healthcare professional reported that the patient had 2 small events on (B)(6) 2015, and a bigger event on (B)(6) 2015. It was noted that these were not as big as some of the patient's larger events. Initially, the healthcare professional was concerned these were epileptic seizures; however, the patient's description seemed to vary with further discussion. It became evident that the patient did not lose consciousness with the episodes. The patient would become unable to move his left side or interact with anyone, although he maintained awareness. The etiology was unclear; however this was concerning possibly for seizures. The healthcare professional was shown a video of the patient during one of his episodes at home; the video showed drooping of the lower lip with the patient's tongue sticking out and drooping of his bilateral face (maybe more on the left than the right). These episodes would last for quite a while (several minutes to an hour or so), and they were also associated with pain in the patient's posterior neck. It was also reported that the patient had a bad headache on (B)(6) 2015. The patient has a history of migraines and the headache from (B)(6) 2015 felt like one of his bad migraines with severe photophobia and phonophobia. A second healthcare professional evaluated the patient concerning the transient ischemic attack (tia) and prescribed clopidogrel. It was noted that the patient had a second appointment to see the second healthcare professional in (B)(6) 2015. The healthcare professional further reported being less concerned about epileptic seizures; either these were non-epileptic spells or possibly a complex migraine given the patient's history of migraines. It was also reported that cephalexin was prescribed to the patient following the spinal cord stimulator procedure; the patient was asked to continue this according to the prescription given by neurosurgery. It was noted that the patient had never been on any antiepileptic medications, and the patient could be at risk of seizure with his history of multiple head injuries in childhood, secondary to playing football. The healthcare professional reported that the patient would probably be started on antiepileptic medication given the frequency of these episodes and the healthcare professional's concern for seizures. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that the location/ facility where the patient the battery replacement was verified, and a medical records request was pending. As previously reported, the patient had difficulty waking up after the procedure; the patient was then brought down to the emergency room for evaluation and to be admitted to the hospital. It was further reported that the manufacturer representative met with the patient one week later to program the implantable neurostimulator (ins). The patient stated he was fine and had a "full work-up for this" in the past; the patient had seen a neurologist and cardiologist and they did not know why the patient does this. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
Not waking after surgery and small stroke. Concomitant medical products: product ID: 355029, lot# n063030, implanted: (B)(6) 2006, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377745, lot# v004598, implanted: (B)(6) 2006, product type: lead. (B)(4)

Event description:
The consumer via the manufacturer's representative (rep) reported a post-operative issue that occurred when the manufacturer&#38112;device was replaced. The patient had a replacement and did not wake up after surgery. The patient believed that he had a transient ischemic attack (tia) or a small stroke. It was unknown what led to the event, but apparently this patient had done this in the past. No troubleshooting or diagnostics were needed. The patient was admitted to the hospital over the weekend for observation. No surgical intervention occurred or was planned. The issue was resolved at the time of the report. The patient was fine at the time his stimulator was turned on at his follow-up appointment. It was noted the physician did not believe that this was related to the device itself.

Manufacturer narrative:
(B)(4). Additional assessment determined that the reported events are not related to the device or therapy, but instead related to a pre-existing medical condition.

Event description:
Additional information received from the healthcare provider (hcp) reported the hospital didn't have a patient by that name or date of birth when medical records were requested.